Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump was frequently emitting low battery warnings and replace battery alarms following new battery replacements. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/16/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/01/2014 with the following findings:a review of the pump black box data indicated multiple low battery warnings. Continued use of the pump caused the black box data from the event date to be overwritten. During testing, current draws measured within specifications. Unrelated to the complaint, the display screen appeared dim with discolored text.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.